Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has experienced a decrease of hearing performance and sudden changes of sound quality over time, until the device stopped working entirely. Re-implantation surgery is being considered.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. In addition a problem with the active electrode cannot be excluded, but cannot be confirmed due to the incomplete array received. This is a final report.

Event description:
The patient has experienced a decrease of hearing performance and sudden changes of sound quality over time, until the device stopped working entirely. The patient was re-implanted.